Event description:
A consumer reported that following intraocular lens (iol) implant surgery, he has noticed that whites do not look white and he has lost depth perception. He reported he is a golfer, hunter, and helicopter pilot; and these issues have resulted in difficulty doing these activities (such as landing an aircraft). Additional information was received from the ophthalmic assistant who indicated that at one week postoperatively, the patient reported "losing clarity." In the surgeon's opinion, the device did not cause/contribute to the event and there is no clinical evidence to provide an etiology for the patient's symptoms. The outcome of the event is unknown.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the lens met release criteria. The root cause for the reported complaint could not be determined. There have been no other complaints reported in the lot number. Additional information was requested and received. (B)(4).